Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that anti-tachycardia pacing (atp) was delivered to treat episodes of ventricular tachycardia (vt). The atp was not adequate to treat the vt so high voltage therapy was delivered. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.